Event description:
The datascope rep reported that while observing a case, a vasoseal es was deployed. The plunger of the cartridge assembly was advanced past the black lines without resistance. Manual compression was held for five mins with apparent hemostasis. Approx one hr post deployment, the pt got out of bed without assistance and fell in the bathroom. The pt's blood pressure was low with no change in heart rate noted. The groin was examined and remained without evidence of bleeding, although the pt complained of abdominal discomfort. A CT was ordered which confirmed the presence of a retroperitoneal bleed. Upon further examination of the pt's chart, it was noted that the pt had been given lovenox prior to the catheterization. The physician and cath lab staff were unaware that lovenox had been dispensed prior to the procedure. Platelets were ordered, but were stopped due to an allergic reaction. No further blood products were ordered. The pt remained in the hosp for two days and then was discharged without add'l treatment. No further complications were reported.